Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# m-4900-07 serial# (B)(4)). Smart ablate pump (model# m-4900-08 serial# (B)(4)). Lasso catheter (model# unknown lot# unknown). Coronary sinus catheter (model# d-1263-04-s lot# unknown). Soundstar catheter (model# m-5723-15 serial# unknown) . Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient, in his late 50s, underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, a tamponade was detected. A pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit for overnight observation. Patient required extended hospitalization for an unspecified number of days. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters at the time of injury included power control mode with default thresholds and power ranging from 20-30 watts (not titrated), depending upon the location in the atrium. Generator settings at the time of injury included power at 25 watts, temperature in the low 30s°c, and impedance ranging from 110-120 ohms. Overall ablation time at the site of injury is unknown. It was noted that the injury occurred toward the end of the procedure. Total ablation time was approximately 1 hour. There is no information regarding last ablation cycle time. Irrigated catheter flow setting was wattage-dependent and was on low flow at the time of injury. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at greater than 350 seconds. Smarttouch catheter was in the same chamber as the lasso catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did indicate to re-zero the catheter. There were no error messages on any bwi equipment during the procedure.